Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion pressure test as it exceeded by 24 , 25 and 21 psi (pounds per square inch) values. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion pressure test. Measured values exceeded, 24 psi, 25 psi, and 21 psi" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified, however the force sensor required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.